Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 7.0x40x75cm express® ld iliac / biliary stent delivery system (sds) was advanced to the lesion; however, the stent came off of the balloon. The stent was able to be snared and was placed back out through the sheath and out of the patient¿s body. The lesion was dilated using an unspecified balloon and completed the procedure with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).